Manufacturer narrative:
No service was requested. User facility performed investigation and found presence of liquid on the pressure transducer pc boards. The ventilator was cleaned and dried, tested normal and was cleared for clinical use. No parts were replaced. No ventilator logs were provided. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid entered the ventilator or what kind of liquid it was.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).